Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon felt inaccurate while navigating after passing with a 1.9 mm registration metric. Surgeon quoted a 4 mm inaccuracy posterior with both a suction and a blade. Anterior accuracy. Probable cause was determined to be due to out of protocol scan and tracing pattern. There was no delay reported and no reported impact to patient outcome. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended. The navigation system then passed the system checkout and was found to be fully functional. A medtronic representative went to the site to test the equipment. Logs and archive were reviewed. The tip of the nose was missing from the exam and the trace pattern shows several red-status trace points collected at that location. However, there is insufficient information to determine whether a software anomaly contributed to the reported behavior. The navigation system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.